Manufacturer narrative:
The complainant was unable to report the device batch number; therefore the manufacture date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during a dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the gauge needle of the device stopped working and remains at 0 atm. Reportedly, the balloon was able to be inflated however the exact size of balloon was unable to be determined. There were no patient complications reported as a result of this event.